Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 325 mg of aspirin and 300 mg of clopidogrel. An isleeve introducer was placed and then a 23 mm lotus edge valve was implanted successfully. Successful repositioning of the 23mm lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. No diagnostic test was performed, and no action was taken for the event. At the time of reporting, the event was considered not recovered/ not resolved.